Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for investigation and there was no damage that would contribute to skin irritation or swelling. The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. It is unknown if this damage is related to the reported event. The cause of the reported skin irritation and swelling could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 301 mg/dl while wearing the pod for longer than 48 hours. The patient reported that around lunchtime their bg levels go high and when they do a correction, the bg levels drop rapidly. The patient further stated that they observed redness and swelling and were feeling a burning sensation at the pod site on their leg. The device investigation found the cannula was kinked.